Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system.

Event description:
Patient received an attune total knee to treat osteoarthritis of the right knee. Patella was resurfaced, and unknown cement was utilized. The procedure was completed without complications. Records indicate the patient received a revision of all components. Reasons for revision and operative notes pertaining to the tibial tray are redacted from the medical records. There were no reported product problems with the patella, femoral component, or tibial insert. The patient was implanted with a depuy revision knee utilizing unknown cement. The procedure was completed without complications. Doi: (B)(6) 2015. Dor: (B)(6) 2019; right knee.